Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were intermittently unresponsive and sticking. The reporter noted that the keypad button symbols were worn off and denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and cleaned the pump with an alcohol pad. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.